Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose value was 600 mg/dl at the time of incident and the other blood glucose level was 406 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual shots and insulin pump. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did mentioned symptoms related to high blood glucose event such as lightheaded. Customer was not alleging insulin pump was under delivering. Customer reported that they have not contacted their healthcare professional regarding the high blood glucose level. Customer stated that they were not admitted to emergency room, nor hospital or nor to emergency medical service. The insulin pump will not be returned for analysis.